Event description:
During patient treatment with the 3100b, operators reported it stopped with "all the lights on" and the driver could not be restarted. The problem was corrected and patient continued.